Event description:
Pt complained of chest pain on attempt to administer chemotherapy. No venous blood return aspirated. To interventional radiology - catheter removed. Catheter fractured approx 5 cm from the hub. Catheter tip retrieved from r atrium/r ventricle.